Manufacturer narrative:
Additional information was received on december 4, 2024. Distributor checked the pump on november 13, 2024. During the inspection, the battery issue could not be duplicated.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to using an alternate method of insulin therapy. Pump system check was performed by technical support and pump/pump battery were found to be functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.